Event description:
The customer reported only 50 cc of saline remained in the ns bag. Upon troubleshooting, it was determined that the cool line catheter (lot #unknown) has a balloon leak. The catheter was placed in the subclavian vein and was continued to be used only as a central line. The catheter was disconnected during day shift. No additional information has been provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the cool line catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.